Manufacturer narrative:
One medfusion¿ medfusion® 4000 syringe infusion pump was returned for analysis with a cracked right plunger case. An occlusion test was performed replicating the problem of premature occlusion. The failure mode was found to be left plunger case screw bosses were broken/fractured. The root cause of the failure mode is unknown.

Event description:
Information was received indicating that the occlusion alarm to a smiths medical medfusion® 4000 wireless syringe infusion pump continued to alarm. There was no reported adverse patient effects.